Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cable was damaged. The cause of the non-functional response buttons is the damaged rear response button cable. The root cause of the damaged rear response button cable is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.